Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation.the reported complaint was able to be confirmed and duplicated xdcr pt802 failed. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyarie that the vela ventilator experienced a transducer fault alarm. There was no patient involvement associated with the reported issue.